Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip; however, unit was received with normal operating currents and passed the unexpected restart error test, self-test, rewind test, displacement test, prime/delivery test and excessive no delivery test. Unit had minor scratched lcd window, cracked battery tube threads and missing o-ring at reservoir tube. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 450 mg/dl, which was treated with bolus wizard. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; cannula was slightly bent and there were no insulin issues. Customer declined further troubleshooting. It was also reported that reservoir compartment was damaged causing reservoir to not stay in place. Customer was advised that insulin pump would need to be replaced.